Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information and no further information has been provided. Corrected data: h6 component code. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to a lack of product identification. Insufficient information provided. Unable to perform a compatibility check. A review of complaint history cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: proximal humerus, left, a 7x160mm; item 47249616107; lot 2343623. Item name: cortical bone screw, ã¿ 4x26mm; item 47248612640 lot 3238282. Item name: blunt tip screw, ã¿ 4x42mm; item 47248604240 lot 3237435. Item name: blunt tip screw, ã¿ 4x42mm; item 47248604240 lot 3224472. Item name: blunt tip screw, ã¿ 4x46mm; item 47248604640 lot 3238245. G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a humeral nail implantation procedure, the drill bit fractured. The fractured piece was removed from the patient's bone. There was no harm to the patient. Attempts have been made, and no further information has been provided.